Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, the patient had a percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2016, the patient developed swallowing difficulty and was sent to the emergency room. The patient developed sepsis while in the hospital and was admitted to ICU.

Manufacturer narrative:
Ref record: (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patients condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.